Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers 3004936110-2020-00157; 3004936110-2016-00033;3004936110-2017-00163. Remote monitoring of chronic heart failure patients: invasive versus non-invasive tools for optimising patient management , author: veenis, j f 1 ; brugts, j j 1. Publication info: netherlands heart journal : monthly journal of the netherlands society of cardiology and the netherlands heart foundation 28.1: 3-13. (Jan 2020). Per the article: "the recent us post approval study (pas) reported a device- or system-related complication in 0.3% of all patients (4 out of 1214), and a sensor failure in only 0.1% of all patients (1 out of 1200), which confirms the safety and durability of this technique." The data below was also provided to the FDA via the " cardiomems hf system post-approval study annual (2019) progress report. The event being reported is as follows: one event involved an unsuccessful implantation resulting in explant of the device from the pa using a snare, without any complications to the subject. The implant procedure was re-attempted on a subsequent date and completed successfully without any complications. Additional information was requested and is unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported event remains unknown. Additional information was requested and is unavailable.

Manufacturer narrative:
After further review, it was determined this event was a duplicate and reported in manufacturer reference number: 3004936110-2016-00032.